Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in severely tortuous and severely calcified vessel. A 2.25mm x 20mm emerge balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient was in good condition, after the procedure. It was further reported that the target lesion was located in the left circumflex artery.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in severely tortuous and severely calcified vessel. A 2.25mm x 20mm emerge balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient was in good condition, after the procedure.